Manufacturer narrative:
The pipeline pushwire was returned for evaluation without the pipeline braid as it was implanted in the patient. Any contributing factors from the pipeline braid could not be assessed. As received, the capture coil was found to be damaged (stretched). The pipeline pushwire was observed to be bent approximately 3 to 13 cm from the distal tip coil. Based on the analysis findings and the event details, the reports of pipeline failure to open and stuck in capture coil could not be confirmed. It is possible that the damaged (stretched) capture coil may have contributed to the reported issue. Additionally, the pushwire was found to be damaged (bending). However, the cause for the damages could not be conclusively determined. All devices are 100% inspected for damage and irregularities during the manufacturing process. Per our instructions for use (IFU): if the capture coil tip of the delivery system becomes stuck in the mesh of a delivered ped, rotate the wire clockwise while advancing the wire to try to release it, then slowly pull back on the delivery wire. Rotate the delivery wire only in a clockwise direction. Rotating in a counter-clockwise direction may make device release more difficult or impossible.¿ the lot history record of the reported lot number has been reviewed and no quality issues were noted.

Manufacturer narrative:
(B)(4). Failure to follow instruction: it was reported that a 4.00 mm pipeline was implanted in a 3.47 mm vessel. Per pipeline instruction for use: select an appropriately sized ped such that it is fully expanded diameter is equivalent to that of the largest target vessel diameter. An incorrectly sized ped may result in inadequate device placement, incomplete opening, or distal migration. The pipeline device involved in this event will not been returned for evaluation as it was implanted in the patient. The event cause could not be determined from the reported information. (B)(4)

Event description:
Medtronic (covidien) received report of that a pipeline device became stuck in the capture coil during a flow diversion procedure. The patient was being treated for a large, saccular, unruptured aneurysm in the right supraclinoid internal carotid artery (ica). Proximal and distal landing zone artery size was 3.47mm and 2.78mm. The vessel was minimally tortuous. A microcatheter was navigated to the m1-m2 segment of the middle cerebral artery (mca) and a pipeline was tracked through without any issues. The microcatheter was pulled back until the pipeline tip coil was visible. The pipeline was unsheathed and delivery wire was pushed, but the physicians found that the pipeline was stuck in the capture coil, thus the pipeline distal end was not open. Several adjustments were made as well as rotation and pushing of the delivery wire; the pipeline was still stuck in the capture coil. The delivery wire was rotated a total of five times. The physicians decided to continue delivery of the pipeline. The pipeline was fully pushed out of the microcatheter with good positioning. The physicians attempted to use the microcatheter to push the unopened pipeline distal end open. The pipeline distal end still did not open. The physicians found that the pipeline distal end had detached from the delivery wire and had inverted into the lumen. Imaging showed the arteries of the brain were patent. The microcatheter and pipeline delivery wire were removed. Kink damage was observed in the microcatheter tip. The physicians planned to navigate another microcatheter through the pipeline's lumen to implant an additional stent to ensure the lumen was patent, but the wire and microcatheter could not track through. CT showed that the inversion of the pipeline's tip blocked the wire and microcatheter. Imaging showed the arterial bloodstream in the brain was gradually disappearing. The physicians used the microcatheter to administer tirofiban and heparin. Twenty minutes later, the blood vessel was patent. The physicians used a spring coil to occlude the aneurysm. Afterwards, the blood flow was slow but still patent. The patient was in stable condition.